Event description:
The customer reported that the tip of this modular driver broke during insertion of an implant for an acl reconstruction.

Manufacturer narrative:
Investigation results: an investigation of the returned unit is in process. A follow-up report will be sent upon completion of the investigation.